Manufacturer narrative:
A1 patient identifier: (B)(6). B2 outcomes attributed to adverse event: updated. B5 describe event or problem: updated. D4 model number: corrected from 10418 to 10394. D4 catalog number: corrected from 10418 to 10394. D4 UDI: corrected from 08714729905615 to unknown. E1 initial reporter phone number: (B)(6).

Event description:
Respond edge study: it was reported that complete heart block, 1st degree atrioventricular (av) block and left bundle branch block (lbbb) occurred. Prior to the index procedure, heparin or other anticoagulant was given. The subject was on prior regimen of antiplatelet medication other than aspirin at the time of index procedure. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty. No conduction disturbance was noted post balloon valvuloplasty. The aortic valve was treat with subsequent deployment of a 27 mm lotus edge valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location without the need for repositioning. Complete heart block and lbbb were noted during index procedure. It was further reported that two (2) days post index procedure, the patient was discharged on clopidogrel. Seven (7) days post index procedure, the subject was admitted to the hospital following a collapse and unresponsive episode. Electrocardiogram (ECG) showed lbbb with prolonged pr interval and 1st degree av block. The subject was recommended for a new pacemaker implantation. The same day, a new permanent pacemaker was successfully implanted. The lbbb and 1st degree ab block were considered resolved with sequelae.

Manufacturer narrative:
(B)(6).

Event description:
(B)(6) study. It was reported that complete heart block and left bundle branch block occurred. Prior to the index procedure, heparin or other anticoagulant was given. The subject was on prior regimen of antiplatelet medication other than aspirin at the time of index procedure. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty. No conduction disturbance was noted post balloon valvuloplasty. The aortic valve was treat with subsequent deployment of a 27 mm lotus edge valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location without the need for repositioning. Complete heart block and left bundle branch block were noted during index procedure.